Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). The affected rtc, including the power supply, was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while using the axiom artis dfc system. The customer reported that the rtc was booted to 0a and while the system was in bypass flouro, no x-ray was available. There is no awareness of an impact to the state of health of any patient involved.